Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an infection and wound breakdown. The recipient was reportedly hospitalized starting (B)(6) 2017. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). On (B)(6) 2017, the recipient underwent local rotation skin flap repair. The recipient was recommended non-use of the device for a couple of weeks following the procedure. The recipient's infection has resolved. The recipient's device was activated. The recipient could not understand speech due to extruded electrodes. Programming adjustments resolved the issue. The recipient remains implanted. This is the final report.